Event description:
Pt underwent electrical stimulation accompanied by hot packs on (B)(6) 2011. Did not voice any concerns regarding discomfort during session. Returned to department two days later and had small, circular blister areas in same location where electrode had been placed.